Manufacturer narrative:
One sample was returned for aspiration does not work. It was examined using 25x magnification and found to be nonconforming (would not close completely). Aspiration testing was performed and found to be confirming. The probe was disassembled and the components inspected. There was resistance felt while removing the inner cutter from the bent needle. There is approximately 30 minutes of wear on the inner cutter when compared to wear visual standards. There are significant wear marks on the inner cutter shaft at the bend area. A device history record review for each of the probe lots was conducted. No anomalies were found during the device history record reviews. All product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history record. The root cause for the aspiration failure is unknown since the product tested conforming for aspiration. The root cause for the actuation failure is the bent needle. How or when the needle became bent cannot be determined. A bent needle would then cause the inner cutter to become bent. The inner cutter would then rub on the outer needle and impede the function of the device. (B)(4).

Event description:
Upon a review of the investigation conclusion, it was noted the probe was aspirating.